Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Follow up with the user facility biomedical engineer has not been completed. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a battery/red failure. The instructions for use were followed and a backup aic was used. No patient involvement.

Manufacturer narrative:
The investigation for the console (aic) battery red alarm has been completed. The console was returned for evaluation. Upon testing of the console, it was confirmed that the batteries were operational and non-defective. Data logs were reviewed which confirmed the battery temperature high alarm (event set #49). Imc logs also showed that the battery temperature high alarm coincided with the ac power simultaneously being disconnected (event set #109), and the alarm resolved itself approximately 10 seconds later. Data analysis indicates that the alarm was solely due to a miscommunication between the pbm and the 4-in-1, causing a false alarm and a misreporting of battery temperature. Previous investigations have revealed that the removal of ac power can trigger the pbm to incorrectly report an out-of-range battery temperature. Added- d9 device return date, h6 impact code 4629 d2-corrected common device name d4-corrected model number. F6/f8 should have been left blank in the initial report.